Event description:
It was reported during an af ablation procedure, the luer extension irrigating tubing of the cool path duo ablation catheter partially broke at the intersection with the catheter handle. The physician noticed immediately and removed the catheter. The procedure was continued with another cool path duo ablation catheter. There were no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.